Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Visual inspection confirmed the tip of the shaft to be fractured. Wear rings were observed on the shaft. Hardness testing confirms that the hardness to be within specification. Fracture surface analysis performed by sem on the guide rod sample showed that it fractured due to bending overload. Fracture surface showed mixed mode of overload fracture throughout, exhibiting ductile overload dimples on brittle cleavage planes. Eds semi-quantitative elemental analysis of the guide rod showed that it was consistent with 455 stainless steel. Review of the device history record identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the tip of the positioning guide rod fractured when the surgeon tried to detach product from the handle. No patient harm or injury. Attempts have been made and additional information on the reported event is unavailable at this time.